Event description:
Defibrillator machine/paddles would not discharge when needed during case. Connections at the machine and at the pigtail were checked. Display on defibrillator machine read "connect paddles" even though paddles were checked and connected. A second pigtail replaced the first one used, and the machine/paddles worked fine.